Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that an additional stent was placed to fix the deformed stent. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. During the procedure, after the stent was normally deployed, it was noted that the stent delivery system became stuck and snatched the stent. Consequently, the stent became a little stretched and deformed at around 1.5cm. A 7*30 carotid wallstent was placed to fix the deformed stent. A total of two stents were implanted during the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that an additional stent was placed to fix the deformed stent. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. During the procedure, after the stent was normally deployed, it was noted that the stent delivery system became stuck and snatched the stent. Consequently, the stent became a little stretched and deformed at around 1.5cm. A 7*30 carotid wallstent was placed to fix the deformed stent. A total of two stents were implanted during the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address (B)(6).